Event description:
Placed about 2 months ago. Catheter not functioning properly, so cxr performed which showed tip of catheter in right lung. Catheter removed, tip still in place. Plans to attempt to snare tip.